Event description:
The complainant state that the trendelenburg foot lever on the bed does not work.

Manufacturer narrative:
The technician isolated the issue to the trend valve not functioning. He indicates the bed could be placed into trendelenburg by using the intermediate siderail controls. The technician replaced the trend hydraulic valve to repair the bed.